Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 25-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diabetes mellitus, thyroid disorder and morbid obesity. Previously administered products included for contraception: desogen from 2003 to 2007; for an unreported indication: lexapro in 2014, iud from 2008 to 2009 and levothyroxine in 2002. Concurrent conditions included uterine bleeding and low back pain. Concomitant products included lasix-k (lasikal). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure implant,salpingectomy (bilateral removal of fallopian tubes),hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2013- surgical pathology report showed: diagnosis: uterus and bilateral fallopian tubes, laparoscopic supracervical hysterectomy and bilateral salpingectomy: focally disordered proliferative endometrium, two (2) unremarkable fallopian tubes, metal coil, 1 cm, consistent with tubal occlusion device gross description: the bilateral ovaries are not present. Several of the cores contain areas of pink/tan endometrium ranging from 0.5 to 0.6 cm in thickness. There is no evidence of polyps or masses. There is no evidence of intramural leiomyomas. A 1 cm metal coil is identified within the endometrium. Two portions of pink/tan tissue consistent with fallopian tube tissue is present in the specimen container. The first fimbriated fallopian tube segment measures 3.6 x 0.6 x 0.6 cm. The second fimbriated fallopian tube measures 6 x 0.6 x 0.6 cm. A segment of fimbriated fallopian tube measuring 3.6 x 0.6 x 0.6 cm. A second fimbriated fallopian tube measures 6 x 0,6 x 0.6 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: bleeding, cramping, menorrhagia, heavy bleeding¿. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), abdominal pain, lower abdominal pain. Reporter information, historical drug, historical condition, lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 25-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diabetes mellitus, thyroid disorder and morbid obesity. Previously administered products included for contraception: desogen from 2003 to 2007; for an unreported indication: lexapro in 2014, iud from 2008 to 2009 and levothyroxine in 2002. Concurrent conditions included uterine bleeding and low back pain. Concomitant products included lasix-k (lasikal). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure implant,salpingectomy (bilateral removal of fallopian tubes),hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2013- surgical pathology report showed: diagnosis: uterus and bilateral fallopian tubes, laparoscopic supracervical hysterectomy and bilateral salpingectomy: focally disordered proliferative endometrium, two (2) unremarkable fallopian tubes, metal coil, 1 cm, consistent with tubal occlusion device gross description: the bilateral ovaries are not present. Several of the cores contain areas of pink/tan endometrium ranging from 0.5 to 0.6 cm in thickness. There is no evidence of polyps or masses. There is no evidence of intramural leiomyomas. A 1 cm metal coil is identified within the endometrium. Two portions of pink/tan tissue consistent with fallopian tube tissue is present in the specimen container. The first fimbriated fallopian tube segment measures 3.6 x 0.6 x 0.6 cm. The second fimbriated fallopian tube measures 6 x 0.6 x 0.6 cm. A segment of fimbriated fallopian tube measuring 3.6 x 0.6 x 0.6 cm. A second fimbriated fallopian tube measures 6 x 0,6 x 0.6 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: bleeding, cramping, menorrhagia, heavy bleeding¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.